Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of the handle break. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be good. ***additional information received as of (B)(6) 2019*** an alliance handle was used in conjunction with the trapezoid basket to crush a 2 cm size stone. The distal part of handle broke during an attempt to crush the stone.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be good.